Event description:
The customer reported that during a call while monitoring a 83 year old female pt and using a fully charged battery, the unit prompted "low battery" and after another two or three mins, the unit turned off by itself. They were able to turn the unit back on right away. The pt did not have to be shocked. The pt was transported to a hosp and was pronounced there.